Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, not b-shape staple formation, was staple formation. There was no problem with the patient or change to the post-operative care.

Manufacturer narrative:
(B)(4) date sent: 10/27/2022 d4: batch # 567a55 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage. The reload had the swing tab in the locked position and fully fired. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.